Event description:
It was reported to boston scientific corporation that a flexima¿ biliary stent was used in an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6), 2015. According to the complainant, while attempting to deploy the stent, the guide catheter stretched and detached. The stent was unable to be deployed. The delivery system was able to be removed from the patient in one piece. The procedure was completed with another flexima¿ biliary stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "good". The event of guide catheter break was originally going to be submitted as part of the asr process. However, the investigation results revealed an additional non-asr failure. Therefore, this event will be reported using a medwatch report.

Manufacturer narrative:
(B)(4). A visual evaluation of the returned device was performed and found that the push catheter was bent. The suture was intact and holding the stent as intended. The stent was bent. The guide catheter was kinked, stretched and detached. The proximal section of the detached guide catheter was not returned. A functional evaluation for stent deployment could not be performed due to the condition of the returned device. Based on the product analysis, it is likely that operational/anatomical factors were encountered during the procedure which may have limited the overall performance of the device. A device under tortuous condition due to patient anatomy or customer use/manipulation/maneuvering can cause the device to bend/coil leading to kinks and bends in stent and catheters. With the catheters and the stent bound by kinks and bends, it would fail to deploy the stent. Force to deploy the stent could cause stretching of the guide catheter, ultimately breaking it. Therefore, 'operational context' is selected as the most probable root cause for the complaint.